Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined cutter failed test cut due to incomplete cut. The gears and collars were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh with the skin graft mesher. The event occurred at a cadaver skin bank therefore, there was no patient involvement. No adverse event was reported as a result of this malfunction.